Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a normal device replacement procedure, the impedance on the right ventricular (rv) lead was high. Due to difficult patient anatomy, a new rv lead could not be inserted. The device was replaced for normal elective replacement indicator (eri) and the rv lead remained implanted and the patient was stable.